Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history record. Device history lot: part # 312.140, synthes lot number: 2035304, manufacturing site: unk, release to warehouse date: unk. Device history batch null, device history review no combination could be found in synthes systems for p/n 312.140 w/ lot # 203504, therefore a DHR review could not be completed at this time. If further information becomes available regarding the identifies for this part this will be revisited. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the surgeon was drilling a 2.0mm lag screw using a 1.5mm drill bit through a 1.5/2.0 drill guide when the drill became incarcerated in the drill guide. The surgeon stopped drilling and used a different drill bit and drill guide. The action taken was when the event occurred, the drilling stopped and a different drill bit was used. There was no surgical delay reported. The procedure was successfully completed. There was no patient consequence. Concomitant devices reported: unknown lag screw (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) devices. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: a device history record (DHR) review was conducted: part # 312.140; synthes lot number: 2035304; manufacturing site: bettlach; release to warehouse date: 12. Sep. 2002. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: lag screw (part# unknown, lot# unknown, quantity# 1); 1.5mm drill bit/mini qc/65mm (part # 310.141, lot# unknown, quantity# 1).